Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated a broken pulse wire from the solder connection in the distribution node. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.